Manufacturer narrative:
The insulin pump was received with drive support disk slightly loose. The insulin pump passed functional testing including rewind, basic occlusion, occlusion, prime/a33, excessive no delivery and displacement tests. No motor error or a33 alarms noted. The insulin pump has cracked case at display window corners, battery tube threads and minor scratched lcd window.

Event description:
It was reported that the insulin pump alarmed motor error and compromised force sensor system. Advised the customer insulin pump would be replaced. No further information provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.